Manufacturer narrative:
The locking screw was returned for evaluation. The device exhibited signs of use and wear consistent with use in a pedicle screw construct. Review of the device history record did not identify any applicable non-conformity to specification. Based on the results of our evaluation, no conclusion can be drawn.

Event description:
During routine post-operative radiographic examination, the surgeon noted one locking screw had migrated. The patient underwent surgery to replace the locking screw. The surgery was reported to have been completed successfully.